Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a carb.b.cav.cone square fg 012 bur broke during use. Reportedly, no injury but the outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: the broken part was not removed from the patient's mouth. But there was no injury. They can't remember the number of disinfections before the breakage. This is a follow up report for this additional information. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused bur is available for evaluation. Nothing unusual to report was found during DHR review (batch #1747637). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582. The correct codes for this complaint are: health effect - clinical code - 3165. This is a follow up report to correct this code.